Event description:
Reporter indicated that vns depression study pt experienced continuous hoarseness following vns implant surgery. The pt was evaluated by an ent physician. It was reported that the hoarseness resolved without intervention. To date, it is unknown if the pt was diagnosed with vocal cord paralysis.